Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in treviso, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a male patient undergoing an aortic valve replacement with bioprosthesis surgery on (B)(6) 2011 was found to be infected by mycobacterium chimaera in 2019, when some symptoms appeared, and died on (B)(6) 2020 due to this infection. Heater-cooler 3t was used in this surgery.

Event description:
See initial report.

Manufacturer narrative:
H11: legal lawsuit has been issued and no further information has been made available. A device history record (DHR) review could not be performed since possible serial numbers involved were not provided. Involved device serial number remained unknown but it was not equipped with vacuum and sealing kit since upgrade activity started in 2017 and surgery was performed in 2011. No further investigation is possible. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established.